Event description:
It was reported that during the implant procedure, the catheter perforated the coronary sinus. The operation was canceled. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no intervention was required.